Event description:
The ventilator shut down in few seconds after low battery alarm activated. It was not appropriate as a warning of battery status. Please note that there was no pt involvement in the incident.